Event description:
The lay user/pt called lifescan (lfs) on july 31, 2006, and alleged that her meter was prompting an error 2 message. The medical affairs specialist spoke to the pt on august 1, 2006, and obtained and verified the following information. The pt obtained this meter 3 to 4 weeks ago, when being discharged from the hospital, where she was first diagnosed with diabetes. The pt was unable to test on the meter due to repeated error 2 messages. She continued taking her prescribed oral medication, glyburide, 1 pill in the morning and 1 and 1/2 pills in the evening. On the morning of event day, she woke up at approximately 7:30 a.m. And could not speak. Her brother, who was with her at the time, called the paramedics. They tested her blood glucose when they arrived and obtained a result of 43 mg/dl. They gave her sugar water and took her to the hospital. At the hospital, her blood glucose was monitored and she was sent home 3 to 4 hours later. Her prescription was decreased from 1 and 1/2 pills in the evening to 1 pill in the evening. The test strips were in good condition, however, the technique for applying the blood to the test strip was incorrect. The issue was resolved with troubleshooting. This complaint is being reported, as the pt was unable to test on her meter for several weeks; she subsequently was taken to the hospital with symptoms, for which she received treatment for a blood glucose of 43 mg/dl. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.